Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead damaged as this was "knick". In addition, it had a low r-wave at 2 millivolts with impedance of 200 ohms. A plan of extraction and replacement will be done in 2 weeks. Also, patient have sss and ap/vs. Additional information received indicated that the probable cause of the low rv intrinsic amplitude was insulation break and lead fractured was specifically identified as fracture. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.this product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead damaged as this was "knick". In addition, it had a low r-wave at 2 millivolts with impedance of 200 ohms. A plan of extraction and replacement will be done in 2 weeks. Also, patient have sss and ap/vs. Additional information received indicated that the probable cause of the low rv intrinsic amplitude was insulation break and lead fractured was specifically identified as fracture. As of this time, this lead remains in service. No adverse patient effects were reported. Subsequently, this lead was explanted due to product performance issue and replaced. No additional adverse patient effects were reported.